Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient's blood glucose (bg) was 500mg/dl with no ketones and symptoms of dry mouth and extreme thirst. Reportedly, there were no pump setting changes before or after the alleged event and no treatment was provided above and beyond usual diabetes care and management. It was reported that there had been an occlusion event associated with the cartridge and that the patient had not been using the cartridge as recommended. This complaint is being reported for alleged hyperglycemia associated with a use error with the cartridge.